Event description:
Allegedly removed during a revision surgery of another component.

Manufacturer narrative:
Conclusion: no failure detected. Complaint history reviewed. Device history record reviewed. Review of package insert. The product was not returned and no images were provided. There was no complaint stated against this component. The DHR was reviewed and product met specification when manufactured. There have been no other complaints against this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, while pulling the proglide plunger out, the suture broke. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00214, 00215. This event occurred in (B) (6).